Event description:
According to the reporter, the staples did not form properly. It also did not cut properly and there was difficulty removing it. Malformation of the anastomosis. Surgeon corrected problem. Pt stable. Sex: unk. Procedure: lar.

Manufacturer narrative:
.